Event description:
A dialysis facility reported that there was excessive fluid removal of approx 3.6 kg from a pt during a dialysis treatment. Treatment was terminated early due to hypotension and cramping. The pt was given a total of 900 ml of saline and was discharged in stable condition. There was no serious injury or illness.